Event description:
It was reported that the device was cutting and breaking the sutures. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
Visual assessment using a stereo microscope confirmed the movable jaw has a sharp edge on one side. This condition could contribute to fraying and cutting of suture. A review of the complaint records confirmed this failure mode to be isolated in nature. This data indicates that sufficient controls (in-process and final inspections) are in place. No further action is warranted at this time.